Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging, on (B)(6) 2016, the patient experienced a blood glucose (bg) measurement of 411 mg/dl with excessive urination and dehydration. The patient reportedly was being treated at the hospital for an illness unrelated to diabetes. It was noted that the patient had miscounted carbohydrates, had a change in activity, a change in stress level, failed to bolus and incorrectly set the basal/temp settings on the pump. There was no indication that the health care provider (hcp) adjusted pump settings before or after the reported adverse event. The patient reportedly remained on the pump and the pump is not being returned. There was no indication of a pump malfunction. Animas customer technical support reportedly referred the patient to the hcp for assistance with diabetes management issues. This complaint is being reported because the patient experienced a hyperglycemic event based on the following: the basal/temp basal settings were incorrectly programmed in the pump, due to diabetes management issues and due to health issues unrelated to diabetes.